Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump lost power after it had been exposed to lake water for fifteen minutes. The patient replaced the battery to no avail. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump was returned with visible moisture in the display lens. The pump powers up with functional auditory and vibratory alarms but the display screen is blank. Testing could not be adequately completed for the reported power issue due to the blank display screen. There was evidence of moisture observed inside the pump.